Event description:
Pump motor error issues were reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting assistance from technical support, and no additional actions were taken at the time.